Event description:
Affiliate reported that the pump gave acoustic signal failure message after the discrepant digital information about the fill level.

Manufacturer narrative:
It is unclear if the device is available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Investigation revealed scratches on the outer pump and approximately eight punctures on the filling septum. Also, biological debris was found around the outer part of the bolus septum. A pump interrogation was performed and reported a hw10 error message. Initial fill level sensor tests noted data out of specification. Data from subsequent tests did not duplicate these errors. Thus, a fill level sensor offset could not be confirmed. It is believed that if the fill level sensor occurred once, it should have occurred each time, which was not the case for this pump. The pump passed the valve opening and leak tests. However, the transaction logs of the pump were provided. These indicated that the pump reservoir was empty earlier than expected. The root cause of this drug missing in the reservoir has not been determined during the investigations. A review of the device history records was performed and three non-conformances were observed during the manufacturing process but not relevant to the reported event. The root cause of the fill level sensor offset observed will be investigated through CAPA-(B)(4). In addition, a (B)(4) has been performed and documented through the (B)(4) and a (B)(4) documented through the (B)(4). Concerning the infusion irregularity medication observed through the transaction logs, no root cause could be determined at this stage. The CAPA-(B)(4) has been initiated to determine the root cause. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the data was extracted from the pump using the cu simulator. It was observed that the pump presented an error flag linked to the temperature, which indicated that the pump was out of the accepted range. It appears that the error was triggered probably during the transport of the pump from the affiliate to codman le locle. No further error / anomaly were noted at this stage. During the visual observation the pump was returned with the 4 suture loops. Slight scratches were observed on the outer parts of the pump. Around 8 punctures were observed on the filling septum. Bio-debris was observed on one of the suture loop. Black stains were observed around the outer part of the bolus septum. When the interrogation was performed a hardware error presented. It was recommended by the manufacturer that a fls test should be conducted. The data out of specification observed during the first run of the fls test could not be duplicated; therefore the fls offset could not be confirmed. In a general manner, when a fls offset occurred once, it should have re-occur each time, which was not the case for this pump. The pump was tested for valve opening and passed the test. A septum test could not confirm a leak. The transaction logs of the pump were provided for review from march 12th 2012 to december 10th 2012. The pump was found empty too early on (B)(6) 2012, with 15ml missing in the reservoir since the last refill on (B)(6) 2012, according to the provided transaction logs. Based on transaction logs review, the pump was found to be empty prematurely. The root cause of this drug missing in the reservoir has not been determined during the investigations. A review of the electronic file was performed, and three non-conformances were observed during the manufacturing process but not relevant to the reported event. A root cause could not be determined during the investigation as such a CAPA has been opened to research the root cause.